Event description:
It was reported during the implant procedure there was an obvious defect in the distal portion of the rv coil, at implant attempt. It appeared to be stretched. Apparent conductor fracture was also indicated. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) defib conductor distorted. Lead appeared to be stretched.